Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, a broken reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 202 mg/dl. The customer also stated she could not clear the alarm due to the keys not responding. The customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.